Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter states a 13.2mm micl13.2 implantable collamer lens -16.0 diopter was implanted into the patient's left (os) eye. Reportedly on (B)(6) 2021 the lens was explanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: the initial lens was implanted (B)(6) 2016. On (B)(6) 2021 lens opacity psc/ns was observed. The lens was removed, phaco-emulsification performed and an iol was implanted. The cause of the event is reported as "posterior subcapsular polar age-related cataract." H6-health efficated impact code 4650 (phaco-emulsification, iol implantation). Claim# (B)(4).